Event description:
It was reported that the customer was attempting push insulin through the his infusion sets during set changes and insulin would not go through. He received no delivery alarms on the insulin pump. The customer's blood glucose was 100 mg/dl. The customer reported the alarm was resolved by an infusion set change. The customer declined returning the reservoir or infusion set for analysis. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).